Event description:
It was reported that a pt sat down on a chair that was not fully open. Her finger was caught between the seat tube and frame and she suffered an amputation of the tip of her finger.

Manufacturer narrative:
It was reported that a pt sat down on a wheelchair that was not open and was scooting herself back. She placed her fingers around the seat tube and when it fully opened, her finger was caught and she suffered an amputation of a finger tip. The injury required surgical intervention. The investigation showed that the account had not complied with a field corrective action that took place in march of 2008. Due to the reported injury to the pt, this MDR is being filed.